Manufacturer narrative:
The initial reported event of infection was via an asr due on 2016-01-30. Information was subsequently received on 2016-12-21 and re vealed an out of specification analysis finding. As this new information does not qualify for asr, this report is therefore being submitted as a bimonthly report. Product event summary: the partial lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to non-electrical esc (environmental stress cracking) while in vivo. Concomitant medical products: 407652 lead, implanted (B)(6) 2004. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to pocket erosion. The system was explanted and replaced. Subsequently, both leads tested out of specification during the manufacturer¿s analysis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.